Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion, stress marks and an opening was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "exchange form textured to smooth due to concerns with the product". Later healthcare professional confirmed events. Later physician reported "capsular contracture baker grade IV". Physician later reported "radial folds". This record is for the left side. Device was explanted and replaced.